Event description:
It was reported that, this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to low amplitude and t wave oversensing while the patient was in the bed. Troubleshooting was performed and the patient will be monitored via latitude. This s-ICD remains in service. No adverse patient effects were reported.